Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the narcotic pill felt behind the drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system pill was fell behind the drawer. A field service engineer performed a thorough inspection of all drawers and areas beneath cubies. No obstructions were found during the search. The system functioned as intended after the field service engineer investigated the issue.